Manufacturer narrative:
The field complaint of the transmitter not powering on was verified. Final analysis found burned damage on the main circuit board.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
Correction: to h6 coding should have been defective device and not failure to power up. H11 should have been. H11 should have been, failure event observed during analysis. Final analysis found after opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter.